Event description:
The user had an erroneous calcium result for one pt sample. All results are in mg per dl. The sample was run in the primary tube with a result of 12.12. Per the lab protocol, the user automatically repeats any calcium results greater than 10, so the sample was repeated with results of 10.04 and 9.92 which was reported. The sample was run in a microcup on (B) (6)2009 with a result of 9.80. The pt was admitted to the hospital, but the admission was not based on the results from the integra. The field service representative and field application specialists could not determine a cause. To verify the analyzer operation, the field service representative performed a check test, precision testing and qc.

Event description:
A (B)(6) male patient called in to zoll lifecor customer support to report that his belt had gelled. Support requested a download and found no associated automatic events. The patient received a replacement electrode belt.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. The field service representative did not find an instrument issue and control recovery was acceptable. The most likely cause of the high calcium results was due to a pre-analytical issue. The centrifugation setting used by the customer may not correspond fully with the sample tube manufacturers' recommendations. The customer had been informed about the improper centrifugation setting but declined to increase the speed. The field service representative increased the rate of changing the sample probe, and no further similar events were observed by the customer.